Event description:
Complainant alleged that during functional testing, the device's display flickered. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device problem code). Evaluation results: the device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including all functional testing without duplicating the customer's report. The customer's multifunction cable was not returned for evaluation and could not be visually inspected or functionally tested. The defib receptacle will be replaced as a precaution. The device will be tagged with a warning to the user to discard the multifunction cable used in the event to prevent recurrence and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device would restart/reboot itself. Complainant did not indicate that there was any patient involvement in the reported malfunction.